Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device did not detect or treat an atrial tachycardia (at) / atrial fibrillation (af) episode. It was noted that no right ventricular (rv) lead is implanted. The implantable pulse generator (ipg) is detecting atrial activity on both "leads" and therefore calling this a 1:1 episode. No treatment was delivered as a result. The right atrial (ra) lead and ipg remain in use. No patient complications have been reported as a result of this event.